Manufacturer narrative:
Model number/catalog number: 72404131 serial number: n/a batch/lot number: 784754009 model/catalog description: belt cuff fgs 4.5 cm iz unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 786989012 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue, fluid leak and urinary incontinence are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptom of urinary incontinence is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence. During a revision surgery, the physician noticed that the balloon was deflated. The device was explanted. There were no further patient complications.